Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with bd max¿ enteric parasite panel false positive results were obtained for cryptosporidium and giardia. Confirmatory testing performed using bd max. There was no report of patient impact. The following information was provided by the initial reporter: false positive results for cryptosporidium and giardia while using cat 442960.